Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that infusion set's tubing was detached from connector on (B)(6) 2022, (B)(6) 2022, (B)(6) 2022 and (B)(6) 2022. The issue occurred with 4 similar types of infusion sets. The issue occurred at time of use for two events and after a day for pending two events. The blood glucose level of the patient was 500 mg/dl for two events and 300- 400 mg/dl for other two events. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.